Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use for the treatment of an acute stroke at the time of the reported event. The procedure was completed using another system, resulting in a delay of less than 20 minutes. No harm to the patient was reported. A philips field service engineer (fse) examined the system on-site and was able to replicate the reported issue. The fse confirmed that the issue originated from internal table cabling (the cables from the geometry module to the imaging module) connected to a switch in the motor brake, which prevented the table brakes from releasing. The inspection revealed that the internal table cables were broken and had become caught on the floor, resulting in damage during table movement. According to the user, the cables were pulled strongly during a table rotation, which likely led to the cables breaking. To resolve the issue, the fse replaced the cables of both the geometry module and the imaging module. Following these actions, the system was returned to use in good working order and ready for clinical use. To date, no other similar instances have been reported since this event. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that during an emergency neurological examination, the system displayed a warning message stating ¿table movements partly available.¿ consequently, the patient had to be transferred to another room to complete the procedure. Philips has initiated an investigation into this complaint.